Event description:
Per the clinic, the patient experienced skin necrosis and infection at the implant site due to the strong magnet retention and insensate skin. Subsequently, the patient was administered with oral antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2025. Reimplantation is planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.